Manufacturer narrative:
Additional information: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines, and it was revealed that the only bloodlines shipped to this account within the selected time frame was catalog number 03-2722-9. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that blood was observed in the bicarbonate jug and into the hydraulics of the 2008k2 hemodialysis (hd) machine. Follow-up information received from the patient care technician (pct) revealed that approximately one and a half hours into a patient hd treatment, there was bold observed leaking on the exterior of the machine and onto the floor near the machine. There was blood that also dripped on top of the bicarbonate jug and got into the jug. The pct stated that the connection from the bloodline to the venous transducer protector was loose or had not been properly tightened during the set-up and had therefore caused blood to drip out of the connection point. There was no observed defect or damage to the bloodlines nor was a machine alarm expected. There was no patient adverse reaction or injury and no medical intervention was required due to the blood loss. Following the event, the machine was removed from service. The pct cleaned the machine surfaces and bleached the machine¿s hydraulics. The machine was evaluated by the user facility biomed. The biomed performed both bleach decontamination and heat disinfection on the machine. The machine has been returned to service at the user facility with no other issues. No parts have been made available to be returned to the manufacturer for evaluation.